Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue exchange system. During procedure, the sizing was done by 2d transesophageal echocardiogram (toe)/ transesophageal echocardiogram (tee). The left atrial appendage (laa) orifice width was 22mm and depth was 27mm. During procedure, the left atrial pressure was 16mmhg, rhythm was atrial fibrillation (af), activated clotting levels (act) were 159s - 357s during procedure and heparin was administered. The amulet was successfully implanted. On (B)(6) 2025, tee performed by core laboratory and reported a 10.2 x 6.2mm in size and laminar shape device related thrombus (drt) was noted. A repeat tee was ordered. The patient was on plavix and acetylsalicylic acid (asa) for 6 weeks after procedure, then asa alone. On (B)(6) 2025, patient started taking apixaban 5mg bid. On (B)(6) 2025, tee performed and showed 3mm trivial peri device leak around the device lobe/disc. Compared to previous echocardiogram, there has been interval resolution of most of the thrombus burden and a minimal residual thrombus was remained. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus and residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that compared to previous echocardiogram, there has been interval resolution of most of the thrombus burden and a minimal residual thrombus was remained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported patient device interaction problem with thrombus and residual shunt could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue exchange system. During procedure, the sizing was done by 2d transesophageal echocardiogram (toe)/ transesophageal echocardiogram (tee). The left atrial appendage (laa) orifice width was 22mm and depth was 27mm. During procedure, the left atrial pressure was 16mmhg, rhythm was atrial fibrillation (af), activated clotting levels (act) were 159s - 357s during procedure and heparin was administered. The amulet was successfully implanted. On (B)(6) 2025, tee performed by core laboratory and reported a 10.2 x 6.2mm in size and laminar shape device related thrombus (drt) was noted. A repeat tee was ordered. The patient was on plavix and acetylsalicylic acid (asa) for 6 weeks after procedure, then asa alone. On (B)(6) 2025, patient started taking apixaban 5mg bid. The patient was reported stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.